Event description:
During a follow-up, failure to capture was noted on the left ventricular (lv) lead. Diagnostic imaging confirmed lv lead dislodgement. The lv lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve was measured to be within specification.